Event description:
The pt was returned to the operating room post-operatively for decreasing h&h. Pt was scoped and lavaged. The bleeding was assumed to be from the ip (but not necessarily from the staple line) and was controlled with this treatment. Pt doing well now.

Manufacturer narrative:
A1,2,3,4;b3,6,7;d10: information unavailable. 8/26/96 dr. Tried to contact the surgeon. Sent no contact letter. Crb. D5,6;h4: information unavailable, device not returned for analysis.